Event description:
It was reported that the customer was hospitalized due to high blood glucose of 578 mg/dl, and she was treated with an insulin drip. It was stated that the customer had headache, vomiting, and large ketones. It was stated that the customer was not getting any alarms and the doctor recommend having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.